Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was concern for pump thrombus due to elevated lactate dehydrogenase (ldh) levels. On (B)(6) 2017, the patient's ldh level was elevated to 532 u/l, up from a baseline of high 300 u/l to low 400 u/l range. In (B)(6) of 2017, the patient's ldh level was elevated to 823 u/l and the patient was treated with dipyridamole and inr goal was increased to 2.5-3.5. On (B)(6) 2018, the patient's ldh was 514 u/l. As of (B)(6) 2018, the patient's ldh level was 342 u/l. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. For the duration of the submitted log file, the patient appeared to operate primarily on 14v li-ion batteries. Low battery advisory alarms were captured throughout the file. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This document contains information regarding pump speed, power, flow, and pulsatility index (pi). It is explained that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this IFU. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.